Manufacturer narrative:
On 11/28/2019, mentor became aware that the patient had undergone bilateral replacement with two non-mentor gel implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation, capsular contracture. Concomitant medical products: (left) 350cc mentor smooth round moderate profile saline catalog: 3501655 lot: 5684391 sn: (B)(4). On (B)(6) 2019, the product investigation was completed. Device investigation summary: during evaluation of the sample some creases were observed in the anterior and posterior view. Leak testing was performed and revealed a rupture within the crease in the posterior aspect, measuring approximately 0.2 cm. Shell abrasion was noted within the crease in the anterior aspect. No other anomalies were observed. The second product received is related to a concomitant device, therefore no further investigation is required. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under-inflation or over-inflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: pc-000342472 this report contains supplemental information for mentor asr reference number 1-y63lls/ip-00429966. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s asr exemption #e1999017.

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with two 350cc mentor smooth round moderate profile saline breast prostheses, suffered right side deflation and capsular contracture; baker grade ii, post-operatively. As a result, the patient underwent removal on (B)(6) 2019. This report contains supplemental information for mentor asr reference number 1-y63lls/ip-00429966.